Event description:
Device has been explanted and replaced.

Event description:
Patient reported a left side rupture. Healthcare professional later reported rupture confirmed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observation. No penetrating nick ( stress marks). Crease observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported a left side rupture. Healthcare professional later reported rupture confirmed via MRI. The device remains implanted.